Manufacturer narrative:
The field service engineer determined that a vacuum nozzle was not reaching the bottom of a mixing vessel. The height was too high. He adjusted the vacuum nozzle height, checked probe alignment and dispense, and checked the mixing and vacuum. He ran ise checks. Calibration and controls were run. Upon review of calibration data, calibration alarms occurred on the day of event. After re-calibration, the calibration was acceptable. Controls were acceptable on the day of the event. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter stated that a field service engineer was working on the cobas 8000 ise module and after he left, they began re-testing patient samples. 191 patient samples initially tested on (B)(6) 2019 and (B)(6) 2019 were repeated. Corrected reports were issued for 33 of these samples. The reporter provided data for two patient samples. The first sample had discrepant results for ise indirect na, ci for gen.2 and the second sample had discrepant results for ise indirect na, k for gen.2. The incorrect initial results were reported outside of the laboratory. Corrected reports were issued for repeat values. The first patient sample initially resulted with an na value of 147 mmol/l on (B)(6) 2019, which repeated as 130 mmol/l on (B)(6) 2019. This sample initially resulted with a cl value of 115 mmol/l on (B)(6) 2019, which repeated as 102 mmol/l (B)(6) 2019. The second patient sample initially resulted with an na value of 123 mmol/l on (B)(6) 2019, which repeated as 137 mmol/l on (B)(6) 2019. This sample initially resulted with a k value of 4.4 mmol/l on (B)(6) 2019, which repeated as 5.1 mmol/l on (B)(6) 2019. The reporter stated that the k value was not corrected. The patients were not adversely affected. The na electrode lot number was n93, the k electrode lot number was w21, and the cl electrode lot number was e62.